Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. A foreign material which exceeded the inner diameter of the air/water nozzle entered the air/water channel, which led to clogging. The foreign material is protein which was derived from human and cellulose fiber. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water supply volume does not meet the standard value; due to a crack on scope connector, water tightness is lost; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; scope connector has a scratch; adhesive around light guide lens is peeled; distal end cover has a scratch; connecting tube has a dent; connecting tube has a scratch; protector of universal cord on scope connector side has a scratch; scope connector cover unit has a scratch; forceps elevator lever has a scratch; forceps elevator knob has a scratch; upwards/downwards knob has a scratch; right/left knob has a scratch; forceps channel port is shaved; switch box has a scratch; scope cover has a scratch; universal cord has a scratch; grip has a scratch; control unit has discoloration; control unit has a scratch; the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, during the inspection and pre-use inspection, there were no problems, but during use, the air and water supply gradually became weaker, making it unusable. Inspection canceled due to this problem. The issue occurred during the diagnostic procedure. The procedure was cancelled. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that foreign objects were detected inside the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation.